Event description:
It was reported that the procedure was cancelled. A rotablator console was selected for use. During the procedure, it was found out that the rotation speed did not display and the procedure was not completed. No complications were reported and the patient was stable.